Event description:
It was reported that the pt received a durom hip generic on an unk date and was presented to the surgeon "with minimal symptoms at his hip." Pt cobalt level was undetectable and chromium level was elevated at 2mcg/l. Pt was curious whether any other pts have experienced progressive heart failure during the period of the durom implantations in conjunction with elevated metal levels. Pt had a history of alcohol related heart failure prior to his durom hip surgery, but was in remission during the hip placement. Pt relapsed into heart failure approx 3 years after durom implantation.

Manufacturer narrative:
No correlation can be ascertained between the pt's medical history and his hip implant. The data mentioned and relative to the hip prosthesis are mentioned to be normal. Zimmer cannot conduct any conclusion and no event is related to the hip prosthesis. Zimmer considers this case as closed but if any additional info be received that could change this assessment we will submit an up-dated report. (B)(4).